Event description:
It was reported that the lead fractured, resulting in 13 inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event. Information received from an attorney alleges patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.